Event description:
Caller reported a discrepancy between the displayed and actual time on the pump, which exceeded five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer service assisted the caller in updating the pump time and advised monitoring for further discrepancies, with the caller acknowledging and understanding the guidance provided.